Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was frozen and unresponsive. During troubleshooting with tandem technical support, the customer was able to clear the screen and resume insulin delivery. Customer's blood glucose level ranged from approximately 130 mg/dl to 140 mg/dl.